Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The 45 day follow up echocardiogram was within normal limits. 434 days post index procedure at a routine follow up, computed tomography angiography (cta) imaging was performed and a pedunculated and mobile, 4-5mm device related thrombus (drt) was found on the closure device. The patient was on coumadin and the international normalized ratio (inr) was therapeutic. There was no shift in closure device position since original implant. Three (3) days post drt discovery, physicians performed a clot extraction procedure in response to the drt. It was reported the procedure was challenging, as the extended drt was very fibrous and it was thought the drt was dislodged due to sheath forces during the procedure and not much was seen in the clot extraction canister. Neuromonitoring picked up the patient was sluggish on the left side and cerebral angiogram showed an m2 block, so a thrombectomy was performed and the clot was retrieved successfully with blood returning to the left side. The extraction procedure was concluded, and the patient woke up moving all limbs and speaking normally.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The 45 day follow up echocardiogram was within normal limits. 434 days post index procedure at a routine follow up, computed tomography angiography (cta) imaging was performed and a pedunculated and mobile, 4-5mm device related thrombus (drt) was found on the closure device. The patient was on coumadin and the international normalized ratio (inr) was therapeutic. There was no shift in closure device position since original implant. Three (3) days post drt discovery, physicians performed a clot extraction procedure in response to the drt. It was reported the procedure was challenging, as the extended drt was very fibrous and it was thought the drt was dislodged due to sheath forces during the procedure and not much was seen in the clot extraction canister. Neuromonitoring picked up the patient was sluggish on the left side and cerebral angiogram showed an m2 block, so a thrombectomy was performed and the clot was retrieved successfully with blood returning to the left side. The extraction procedure was concluded, and the patient woke up moving all limbs and speaking normally. It was further reported the m2 occlusion was diagnosed as a cerebral vascular accident (cva) by the neurosurgeon.

Manufacturer narrative:
Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The provided medical media is related to thrombus and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media subject matter experts; however, bsc research & design confirmed the reported event.

Manufacturer narrative:
B5: information added. H6 patient code added: stroke/cva.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The 45 day follow up echocardiogram was within normal limits. 434 days post index procedure at a routine follow up, computed tomography angiography (cta) imaging was performed and a pedunculated and mobile, 4-5mm device related thrombus (drt) was found on the closure device. The patient was on coumadin and the international normalized ratio (inr) was therapeutic. There was no shift in closure device position since original implant. Three (3) days post drt discovery, physicians performed a clot extraction procedure in response to the drt. It was reported the procedure was challenging, as the extended drt was very fibrous and it was thought the drt was dislodged due to sheath forces during the procedure and not much was seen in the clot extraction canister. Neuromonitoring picked up the patient was sluggish on the left side and cerebral angiogram showed an m2 block, so a thrombectomy was performed and the clot was retrieved successfully with blood returning to the left side. The extraction procedure was concluded, and the patient woke up moving all limbs and speaking normally. It was further reported the m2 occlusion was diagnosed as a cerebral vascular accident (cva) by the neurosurgeon.